Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification.    Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.   All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels experienced symptoms described as "high and low". Customer had contact with a healthcare professional who diagnosed them with hypoglycemia and was administered glucose via IV and injection "one in each arm". The customer's glucose levels rose too high and was subsequently treated with insulin via IV. There was no report of death or permanent injury associated with this event.